Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: neoplasm malignant manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient developed a malignant neoplasm in the left breast which was diagnosed during a physical exam with a medical professional. As a result, the patient underwent unilateral removal and replacement with a 475cc mentor artoura plus, smooth, high profile tissue expander on (B)(6) 2022.

Manufacturer narrative:
On may 16, 2022, the mentor analysis lab received the suspect medical device for evaluation. On may 18, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold extended from the anterior to the posterior view. Manufacturer¿s reference number: (B)(4).